Manufacturer narrative:
The investigation determined that two separate events involving two patient samples occurred with an incorrect patient name unexpectedly associated with a patient sample identification (sid) number processed on the vitros 5600 integrated chemistry system. The assignable cause of both events was determined to be user error. The customer reused a sample identification number without ensuring that the previous program associated with this sid was processed to completion or deleted prior to reuse. Information contained in the ¿sample ID reuse¿ section of the vitros 5600 system reference guide describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. The analyzer was operating as intended.

Event description:
A customer identified two patient samples with an incorrect patient name were unexpectedly associated with patient sample identification (sid) numbers processed on the vitros 5600 integrated chemistry system. Vitros 5600 integrated system, s/n (B)(4). Misassociated results may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer identified the miss-association with the incorrect test results and no mis-associated results were reported out of the laboratory. There was no allegation of actual patient harm as a result of this event. (B)(4).